Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that "about 3 weeks ago this sunday" they noticed their implanted neurostimulator (ins) battery level was not incrementing. The patient mentioned that they go a week between charges and the ins battery level is usually at 70% when they begin charging. The patient also mentioned that it normally takes less than an hour to charge the ins from 70% to 100%. However, the ins battery level remained at 70% after they charged it for about an hour. The patient continued charging the ins on their usual schedule, but they noticed each week the ins battery level kept dropping, and this week the ins battery level was less than 10%. The patient mentioned that sometimes the recharger won't make a connection to the recharger app, so they have to use the therapy app to check the ins battery level in those circumstances. During the call, the recharger made a connection to the ins. Agent had the patient open the recharger app and they could see that the ins battery level was 10%, therapy was off, and the recharger had an excellent connection with the ins. The patient asked why therapy was off; agent reviewed that therapy would turn off when the ins battery level gets critically low. Agent reviewed that the patient could turn therapy back on by using their communicator with the therapy app; the patient understood. The recharger app changed to the 'searching for device' screen even though the recharger still had a connection with the ins. The screen was stuck on the 'searching for device' screen, so agent had the patient reset the recharger, then they were able to stay on the screen that indicated they had an excellent connection. The patient will charge the ins for a minimum of 30 minutes and will keep the recharger app during that time to monitorings charge progress. If the ins battery level does not increment, the patient will call back to request a replacement recharger to rule it out as the cause of the ins battery level not incrementing. The patient mentioned a historical event which included they have not seen any change in their urinary frequency since they got the ins. The patient said they will follow up with their hcp regarding the therapy issue.